Event description:
A remstar auto device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles or degradation inside the blower kit. Additionally, the service technician found dust contamination and displayed error code e053 (comp log sem timeout), e055 (therapy queue full) and e063 (stuck knob key). The device was scrapped by the service center after the evaluation was completed.